Event description:
A patient reported patient was possibly giving themselves the wrong amount of insulin. Their ot profile meter allegedly was inaccurately high and would power off during use. The result on their meter was 150 and 160 mg/dl. There were no comparisons done with other meters. Treatment was food to bring sugar levels back up. No further information has been reported.